Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarm noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.

Event description:
It was reported that the keypad and the buttons on the insulin pump were unresponsive. The customer's blood glucose was 115 mg/dl. The customer stated that he ran in the rain and the device got exposed. The discontinuation of the device was advised. Nothing further was reported.